Manufacturer narrative:
E1 initial reporter phone #:(B)(6). E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was an incorrect stopper color on one device. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of the photos shows one tube with an incorrect stopper applied to a tube of sku 367955. A total of 100 retained samples were visually inspected, and no incorrect stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was an incorrect stopper color on one device. There were no health consequences or impacts reported.